Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call, the customer was in a car accident were he was airlifted to the hospital. Customer's wife stated the device was lost at the time of the accident. It is unknown what caused the car crash. Customer's blood glucose was unknown. Customer's wife did state the customer had low once he was at the hospital and he didn't have the device on since it was lost at car accident. It is unknown if the device will be returned as it has been lost.